Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 34 mm mitral annuloplasty ring, it was explanted and replaced with a 32 mm ring of a different model. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that immediately following the implant of this 34mm mitral annuloplasty ring, there was mild residual regurgitation and the surgeon did not feel the repair was adequate. The band was explanted, and the surgeon made further adjustments to the leaflets and chordae tendonae, and implanted a 32mm annuloplasty ring of a different model. The surgeon indicated there was no issue with the 34mm band and that additional adjustments needed to be made due to the patient anatomy. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.